Manufacturer narrative:
The lead was surgically abandoned and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited loss of capture (loc) and pacing inhibition. An invasive procedure was performed. Pacing system analyzer (psa) testing of the lead was unable to verify sensing due to no underlying rhythm and loc was noted at maximum output. A lead dislodgement was suspected. The lead was surgically abandoned and the physician elected to plug the lv port of the device. No additional adverse patient effects were reported.